Event description:
It was reported that during a lap colon procedure the generator made a continuous noise and the scissors stopped cutting and coagulating. The operation was finished with a new device. There were no adverse consequences to the pt.